Event description:
Additional information indicates that the battery demonstrated an unusual pattern. Analysis showed that the longevity remaining estimate changing from 1.5 years to 0.5 years remaining may have been a result of the device changing current bins for the longevity remaining calculations. It was suspected that the device may have switched bins for longevity calculations, resulting in the fluctuating longevity remaining calculations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery showed less than 0.5 years few months ago and now it had 2 years. It was noted that the magnet rate was 90 pulse per minute (ppm). Boston scientific technical services (ts) discussed that the longevity could not be two years with the said magnet rate as this indicates one year or less. Ts added that the programmer will make a calculation based on the battery measurement and displayed its results. Additional information indicated that patient was scheduled for battery checkup for the next month wherein the magnet rate will be focused. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicates that this pacemaker was explanted. No additional adverse patient effects were reported.